Manufacturer narrative:
Device h. Based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. Eight devices were examined and would not arm as received. The obturator handle weld were measured and found to be skewed. The obturator hanlde is welded during the assembly process.

Event description:
It was reported during various procedures the 5mm trocar blades were not activating (on the 355ld trocars). Add'l trocars were pulled to complete the cases without incident. There was no consequence to the pts.